Event description:
The hospital reported an issue with an intravenous administration set including the model 9526b multiport manifold. The nursing staff reported that following priming the set with saline, the center port of the manifold detached. They reported there was no contact/handling of the product at the time it detached. There were no pt complications reported as a result of the alleged event. The device lot number was not known and not provided. The device was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.